Event description:
The customer reported an unintended radiation dose was administered when pushing the elevation button.

Manufacturer narrative:
(B)(6). A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. Engineering support suggests that the likely root cause is a user error/user confusion with the placement of the x-ray activation switch in proximity to the vertical lift activation switch. Both lie in close proximity to one another, however each is independently labeled and marked per the currently regulatory guidelines.